Manufacturer narrative:
The reporter's product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 391907) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient tested with coaguchek pro ii meter serial number (B)(4) using test strip lot number 39190713 coaguchek xs pro ii meter serial number (B)(4) using an unknown test strip lot number. On (B)(6) 2019, the patient was in the emergency room and the following measurements of the patient were performed between 10:30 a.m. And 11:00 a.m.: coaguchek pro ii meter (B)(4) with test strip lot 39190713 = 8.0 inr. Coaguchek xs pro ii meter (B)(4) with unknown test strip lot = 7.6 inr. Laboratory measurement (unknown method) = 4.5 inr. The patient received "prothrombin complex concentrate (ppsb)" and after that the patient had a stroke. It is unknown which result, if any, the treatment with ppsb was based on. The patient was admitted to the hospital and the reporter stated that the reason for the admission is unknown. Before admission to the hospital, the patient took marcumar medication and this medication was discontinued for 2 days due to an unknown reason. The patient received a computed tomography scan. The reporter was asked for additional information regarding the event including information on changes in the patient's therapy prior to the event, further patient treatment information, additional details of the patient's condition, medical history, and the patient's therapeutic range. No further details could be provided.

Manufacturer narrative:
The reporter's remaining test strips and two meters were provided for investigation where they were tested using a retention control. The provided test strips and vial showed no detects. The meters appeared clean and undamaged. Quality control range 2.5 - 3.1 inr. Results for meter serial number (B)(4) and test strip lot 39190713: qc results 2.8 inr, 2.8 inr, 2.8 inr. Results for meter serial number (B)(4) and test strip lot 39190713: qc results 2.8 inr, 2.8 inr, 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Upon review of the patient result memory of the meters, the value of 8.0 inr measured on meter serial number (B)(4) was measured at 10:12 on (B)(6) 2019. A value of 7.4 inr was measured on meter serial number (B)(4) , instead of the originally stated 7.6 inr at 10:16 on (B)(6) 2019. Medwatch fields d10 and h3 have been updated.